Event description:
The sales rep, (B)(4) has reported on behalf of the customer, (B)(6)., that whilst carrying out the inspection process as part of ra 2014-169, a non conforming triathlon distal capture assembly was identified.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The subject device has been identified as within the scope of nc pr and related CAPA pr. A supplier manufacturing nonconformance has been identified and investigated under the referenced nc and CAPA records.

Event description:
The sales rep, (B)(6), has reported on behalf of the customer, (B)(6), that whilst carrying out the inspection process as part of (B)(6), a non conforming triathlon distal capture assembly was identified.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.